Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after a cataract surgery an ophthalmic console made loud sound and then machine shut off. The system started to emit burnt plastic smell and little smoke. Both doors were open to let out smoke and the patient was taken out of room. The surgeon was checking the eye when this event occurred. The procedure was completed and there was no harm to the patient.

Manufacturer narrative:
The company representative noted a burnt motherboard and was able to confirm the reported issue. The host module was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to a nonconforming host. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).